Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection was done which observed a leak at the spike port between the spike port tubing and spike port connector. The reported condition was verified. The cause was determined to be most likely due to inadequate or lack of cyclohexanone being applied to the cap when it was inserted to the spike port tubing during the manufacturing process. The remaining one (1) sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were observed leaking along the bottom seam near the ports. The events occurred after filling with tpn. The leaks were discovered prior to patient use. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 08, 2018 - july 09, 2018. Three (3) devices were received in a condition (excessive mold and contamination) where an evaluation could not be performed; no functional testing was performed. The reported condition could not be verified due to the nature of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.